Event description:
It was reported that the patient was experiencing stimulation due to the left ventricular lead and there was also intermittent capture. Additionally, it was reported that the right atrial lead was oversensing. The lv lead was reprogrammed and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6935m implantable tachy lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).